Event description:
The pt returned to the hosp two to three weeks after a successful pvs closure with complaints of leg weakness and an aching pain in the groin access area. A vascular surgeon was called for exploratory surgery. The surgeon noted an excessive number of safety throws against the square knot. He cut the suture, noting that the arteriotomy was well healed. A new suture was placed. Surgery was successful and the pt did fine. The vascular surgeon suspected that the extra throws may have caused the knot to be too tight, in turn causing the artery to spasm. The vessel would have accounted for the muscle weakness an aching.